Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery an 11mm reamer was attached to the quick coupling to ream over the guide wire, the reamer got stuck and it could not go through the proximal femoral nail antirotation (pfna). The surgeon tried to pull back the reamer and the 11mm reamer broke inside of the attachment. Another pfna set with an 11mm reamer was used to complete the surgery. The report did not indicate any delay or patient harm due to this event. This is report 1 of 2 for (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the reamer is broke at the end where it¿s inserted into the quick coupling. It appears to have snapped off. There is not enough evidence to determine exactly how often this instrument was used and it is not clear why the reamer could not go through the proximal femoral nail anti-rotation (pfna) nail, as the nail was not returned so measurements/investigations could not be conducted. The most likely cause was that the torsion and mechanical overloading of the reamer whilst jammed inside the pfna blade caused it to snap at the narrowest point. The device history record was researched and this lot was produced in july 2009. Manufacturing and inspection records indicated no problems with the lot in question. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/explant date: device is an instrument and is not implanted/explanted. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained...